Event description:
It was reported the patient was experiencing pain at the ipg pocket site. In addition, the ipg would catch on to the patient's clothes and create soreness. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was relocated which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.